Event description:
It was reported that the patient presented to the emergency room due to their device alerting. The right ventricular (rv) lead exhibited high impedance, high thresholds, and was possibly fractured. The lead was programmed off and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.